Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was seen in the emergency room (ER) with an episode of ventricular tachycardia (vt) that lasted for approximately 25 minutes before the device detected the rhythm. The vt detection rate rate was programmed to 140 bpm and the vt rate was 170 bpm. The local guidant rep stated that rate smoothing was programmed on and wants to know if this could be cause of the delay in the detection. ,